Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, citrobacter freundii (>250cfu) were detected from the sample collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ed flow dp, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. After the additional microbiological testing, (B)(4) evaluated the subject device and confirmed the following. Light guide lens and object lens were chipped. The bending section rubber glue was discolored. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.